Event description:
It was reported that during a low anterior resection, the device jammed and fired an incomplete staple line. Sutures were used to complete the anastamosis. No additional information is available at this time.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.